Event description:
It was reported that one reamer head broke during a femur fracture procedure. Two other units were reported as being broken outside of surgery, no pt was involved as per the hospital feedback. No more details were given to him by the hospital.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.